Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. An exterior visual inspection was performed and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and there were no failures detected. The receiver case was opened for further evaluation. An interior inspection confirmed the customer complaint. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the device trend graph screen was missing old data. Patient reported new data is recording. No additional event or patient information is available.